Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected battery power loss noted. Pump error 53 alarm found in the insulin pump history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm after changing the battery. The customer¿s blood glucose unknown. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to complete pump rewind. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.